Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during culpotomy on a laparoscopic hysterectomy, both instruments were difficult to toggle and could not lock in place with loading unit. It was also reported that the device which "lost" the needle while toggling was initially difficult to load by the surgical technician. It was noted that the needle being loaded was bent and not loading due to this. A new needle was loaded without difficulty and toggled back and forth without issue as it was tested outside of the patient. It successfully toggled as stitches were placed at the beginning of cuff closure. After driving the needle through the posterior cuff on a subsequent stitch, it was toggled successfully, then came loose from the device as the tissue was being withdrawn from the needle, this is when the needle became lodged in the posterior vaginal cuff. New incision had to be made in the vaginal mucosa to retrieve the lost needle. This resulted to approximately 36 hours of extended patient hospitalization to coordinate a second surgery to remove the retained needle. Another device was opened and used to complete the case.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The returned inst rument was found to function properly and the test needle remained intact. No difficulty was experienced in loading, unloading or toggling the test needle in the returned instrument. It was reported that a component disengaged into the cavity of the patient and the device was difficult to lock, load and toggle. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of marks on the beveled wall. The product analysis noted evidence that the device was not used as intended. Marks on the beveled wall can occur if device was incorrectly used during toggling of the device and the handles were not properly closed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: some particles come from the wheel and are located on the toggle switch and the needle could impact the beveled wall. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.